Event description:
Boston scientific received information that during an elective replacement procedure this patient who is pacemaker dependent became asystolic after this right ventricular (rv) lead was disconnected from the device. The physician programmed the device to left ventricular (lv) only pacing in vvi mode thinking the device would still pace. Boston scientific technical services (ts) noted that the device will continue to sense the rv channel and uses the rv channel for timing cycles. The disconnected rv lead likely oversensed environmental noise resulting in pacing inhibition. Ts provided some techniques to prevent recurrence of this in the future. The device was explanted and replaced without further incident. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.